Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55- user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 388 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer stated he only tests every few days but since he has been getting the high blood results he has been testing more often. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 274 mg/dl and 267 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: 311mg/dl (B)(6) 2017 10:40 pm fasting: yes; 301mg/dl (B)(6) 2017 10:30 pm fasting: yes; 341mg/dl (B)(6) 2017 01:07 am fasting: yes; 388mg/dl (B)(6) 2017 10:17 pm fasting: yes; 348mg/dl (B)(6) 2017 09:19 pm fasting: yes. Memory concerns: customer is concern with all these results. Customer states that he tried 4 other person meter and the results are all testing within his normal range.